Manufacturer narrative:
The analysis of the data logs concluded that a timeout error occurred in the software for which the cause cannot be determined. The event description states that some tests were performed after the surgery which confirmed the issue. Following this event, a replacement of the robot pc was performed. There have been no further occurrences of the issue since the pc replacement.

Event description:
The surgeon had finished drilling on the first trajectory of the 8 trajectory seeg case and the robot shut down. The field service engineer was able to restart it with the cable unplugged and reattached at the main screen and we continued the case with no other problems. This only add about 5 minutes to the case. After shutting the system down at the end of the case, the field service engineer then restarted the computer with the computer reset button on the back of the robot and was able to open the rosa software again with no problems and export the patient file to a usb. The device was then shut down, unplugged and moved to an area where tests could be performed. The issue reoccurred during testing.